Manufacturer narrative:
Upon further review of the initial information provided in the case and the repair performed on the device; it was determined that this issue was reported in error. There was no problem regarding the device's airflow. The device had large vibration when no airflow was being delivered, and the operating sound was louder than that of other devices. The issue was found during periodical device checking outside of clinical use. The device was able to operate despite the issue. There was no delay in therapy due to the issue, and there was no report of patient or user harm. The device was evaluated by a service engineer (se), and the customer's reported noise issue was confirmed. The se noted that adjustment of the vibration reduction ring position was performed, and the issue was improved. The device was checked, cleaned, and tested; the device was then returned to service. Based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury were it to recur. Thus, this report is being redacted.

Event description:
Philips received a complaint from the sales representative, observing a large vibration coming from the v60 device, and no airflow was being delivered. There was no patient involvement when the issue occurred. There was no patient or user harm reported.